Event description:
While doing a skin tag removal procedure, a flash fire started covering the pt and paper cover. Pt rolled off stretcher, fire was out. Pt fell and injured his elbow and head. First degree burn to left upper thigh. F/u action plan: to return to office, no change for today, and f/u.